Manufacturer narrative:
The field service engineer (fse) performed a hardware check. He noted that the pinch valve tubings were worn out. He also found a small kink in the sample and reagent probe pulley tubing and a bent bead mixer. He then performed a precision check before the repairs. He replaced the pinch valve tubings, the sample and reagent probe pully tubing, and the beads mixer paddle. He primed the system to check for any drips and leaks. He performed multiple measuring cells preparation with acceptable results. He performed mechanical checks with acceptable results. He performed a precision check after the repairs with acceptable results. He performed blank cell calibrations with acceptable results. The customer performed calibration and qcs with acceptable results. The investigation is ongoing.

Event description:
The initial reporter receive questionable elecsys ck-mb stat immunoassay and elecsys hcg test system results for two patient samples tested on the cobas e411 rack. It is unknown if the initial results were reported outside of the laboratory. On 17-may-2022, sample 1's initial ck-mb result at 1:22 pm was <0.300 ng/ml with a data flag. The repeat result at 1:39 pm was 12.44 ng/ml with a data flag. On (B)(6) 2022, sample 2's initial hcg+b result using the sample tube was >10000 miu/ml with a data flag. The first repeat result of the sample diluted to 1:20 in a tube was 328.6 miul/ml with a data flag. The second repeat result was >10000 miu/ml with a data flag. The third repeat result of the sample diluted to 1:20 in a cup was 58251 miu/ml with a data flag. The fourth repeat result of the sample diluted to 1:20 using a new reagent pack was 62080 miu/ml with a data flag. The ck-mb reagent lot number is 538371. The expiration date was requested but not provided. The hcg+b reagent lot number is 566671 with an expiration date of jan-2023.

Manufacturer narrative:
For sample 2, the hcg+b result of 58251 miu/ml was reported outside of the laboratory and to the physician.

Manufacturer narrative:
The investigation determined that the event was consistent with a sample and reagent pipetting issue (kinked tube and bent paddle mixer). After service, no further issues were reported by the customer.  The investigation determined the service actions resolved the issue.